Event description:
The customer reported the system is displaying an interlock failure message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 24v power supply and connector. System operates as intended. This MDR is related to ge healthcare (B) (4).